Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the complaint device is not being returned, it was implanted in the patient and currently availability is unknown, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). Multiple attempts were done to obtain more information from the author, however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown implant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This file is a review of the following journal article: hamanami, k., et al (2010) knot impingement and acromial erosion associated with rotator cuff repair, pages 400-407.(japan). The study emphasizes on the report of seven cases of knot impingement and acromial erosion associated with rotator cuff repair. Between june 2007 and april 2009, we operated on 73 cases of rotator cuff tear using a suture anchor with the double row technique (twin fix, fastin rc and panalok loop rc). The patients evaluated on course of this study: among 48 patients who underwent 3d-CT, 33 (68.8%) were found to have acromial erosion due to knot impingement. We operated again on 7 patients (1 man and 7 women) with a mean age of 66.2 years (range 49 to 76 years). The article describes the following procedure: rotator cuff repair. The devices involved were: unk-implant (fastin anchor and panalok rc). Ip#1 (B)(6) year old male. A copy of this literature article is attached to this medwatch report.